Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that while implanted in a patient, the impella cp stopped multiple times overnight. The pump was able to be restarted, the heart team was made aware. Overnight the decision was made to reduce the impella to p-4 and bival was stopped. The patient was hemodynamically stable on dobutamine at 5. The following morning the bedside nurse called stating the pump had stopped again. This time they were unable to restart. Multiple attempts were made. The heart team was made aware again. The impella first was pulled back across the aortic valve into the iliac. Once the patient was properly sedated, the pump was explanted. Post explant, pulses were heard on doppler. The patient was placed on low dose levophed and remained on dobutamine. The patient was hemodynamically stable and the patient left intubated and sedated. The patient survived the explant.

Manufacturer narrative:
The impella cp was returned for evaluation. No physical abnormalities were found on the returned product, and the pump passed electrical testing. Upon further inspection, a large purge gap was found, which is attributed to bearing wear. The data log shows the pump stopped on day 7 with a motor current high alarm. The pump was able to restart with saturated pump flow, and a purge pressure hike was noted within the specification range. The pump stopped several times and was unable to restart 10 hours after the first temporary pump stop. Saturated pump flow was identified as the investigated failure mode based on the data log review. The cause of the pump stop was bearing wear on day 7 of pump use, beyond the pump design life. The cause of the temporary pump stop was bearing wear on day 7 of pump use, beyond the pump design life. The cause of the saturated pump flow was bearing wear, beyond the pump design life.